Event description:
It was reported that during a da vinci si mediastinal tumor resection procedure, a piece of the permanent cautery spatula instrument broke and fell into the patient. The fragment was retrieved, and the planned surgical procedure was completed successfully. No patient harm was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the ceramic sleeve broken at the base of the spatula. Engineering concluded that damage to the instrument is likely due to direct impact on the sleeve.